Event description:
It was reported that the system 9800 had failed communication and was inoperable. There was not adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard drive and the single board computer circuit board were suspected as being the cause of the problem. The drive and the circuit board were replaced and the system was tested and found to be working as intended and placed back into service.